Event description:
It is reported that on (B)(6) 2013 during the drilling for the distal locking screw for a short tfn nail through the double green drill protection sleeve, utilizing the 130 degree aiming arm, the 4.0mm calibrated drill bit was hitting the posterior aspect of the nail and skiving off posterior to the nail. The surgeon made sure the insertion handle and connecting screw were tight to the proximal end of the nail, and the aiming arm was secured to the insertion handle. The drill bit could not drill center to the nail hole. Surgeon had to free hand the drilling without the sleeve and aiming arm, in order to locate the center of the distal nail screw hole, and insert the distal 5.0mm screw. This is 1 of 5 reports for this event.

Event description:
This is 1 of 5 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.